Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery release, heart block, heart wire contacts, battery drawer, battery flex, and battery o-ring were also found to be contaminated, and the lead flex cover was corroded. Both bail covers, ring cover, and upper and lower cases were broken.

Event description:
It was reported the unit will not turn on. The condition occurred during biomedical engineer testing. The device subsequently tested out of specification during manufacturer's analysis.